Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value 460 mg/dl. No further patient complications were reported. The customer was treated with a subcutaneous insulin infusion. The customer also stated that they observed fluid in the reservoir compartment since the reservoir leaked. The customer also observed a crack in the battery chamber. Troubleshooting was performed and the customer will discontinue the use of the insulin pump. The insulin pump will not be returned for analysis.

Event description:
The device was retuned for analysis.

Manufacturer narrative:
Customer returned device due to alleged high blood glucose & cosmetic damage located at the battery compartment on september 29, 2022. The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, active current measurement, sleep current measurement, displacement accuracy test. P- cap was inserted and properly locked into place. Device was successfully downloaded using thus & carelink. No unexpected alarms/alert/anomalies noted during testing or on event date in history files and traces. Device was cut open to perform visual inspection and found evidence of moisture damage on electronic assembly & force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), stained and peeling serial label. No unexpected alarms/alert/anomalies noted during testing. Cosmetic damage was confirmed at battery compartment. Unable to confirm high blood glucose anomaly during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.